Event description:
It was reported that the patient experienced thinning of the penis and the inflatable penile prosthesis (ipp) is inflating without axial rigidity, bending to the middle. The patient was scheduled for a revision surgery to replace the ipp.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.